Event description:
It was reported that at a routine follow-up appointment, the patient indicated they had received a shock from this subcutaneous implantable defibrillator (s-ICD) system while eating. Provocative maneuvers were performed which reproduced noisy signals. The patient was subsequently admitted to hospital and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the shock was inappropriately delivered due to over-sensed myopotential noise. Diagnostic imaging was recommended to assess the s-ICD system integrity and placement. Potential programming options were also discussed to prevent further inappropriate therapy. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, the patient indicated they had received a shock from this subcutaneous implantable defibrillator (s-ICD) system while eating. Provocative maneuvers were performed which reproduced noisy signals. The patient was subsequently admitted to hospital and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the shock was inappropriately delivered due to over-sensed myopotential noise. Diagnostic imaging was recommended to assess the s-ICD system integrity and placement. Potential programming options were also discussed to prevent further inappropriate therapy. It was stated that the patient was recently sent to hospital for diagnostic imaging, but it is unknown if surgical intervention occurred. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.